Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell ten of twelve. The patient was connected at the time of the alarm. During troubleshooting the patient indicated the connection to the supply bag was loose. The renal therapy service agent advised the patient to end therapy and to start over with new supplies. Upon follow up the patient stated there was no damage to the shipping carton, overpouch, or to the cassette. The patient informed that the connections were secure and they did not use any tools to make the connections. The patient did not have any pets that could have compromised the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.